Event description:
The unit displaced error code 1103- pressure failure due to the tissue processors malfunction in histology lab, the biopsy was not processed appropriately and required add'l biopsy.